Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.